Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they cannot attach the sensor correctly because the sensor was breaking off in the serter. The patient's blood glucose was 148 mg/dl at the time of the incident. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The sensor may have been damaged or bent. The customer was sent a replacement sensor.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and found insertion needle hub separated from the sensor base. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.